Event description:
It was reported that, during a meniscal repair procedure, the t2 implant of the fast-fix 360 curved suture system did not finish lowering and it was impossible to implant it. It stayed a few millimeters from the bevel of the system. The t1 was successfully removed. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
B5 was updated and additional health effect - impact code was added. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The needle had been bent slightly horizontally. The anchors and suture were not returned with the device. The actuator tip was in the t2 pre-deploy position. A functional evaluation revealed the device despite being bent horizontally functions as intended. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscal repair procedure, the t2 implant of the fast-fix 360 curved suture system did not finish lowering and it was impossible to implant it, it stayed a few millimeters from the bevel of the system. The t1 was successfully removed from the patient. The procedure was completed with a non-significant surgical delay using a competitor back-up device. No further complications were reported.

Manufacturer narrative:
Corrected data: b5 and h6 (health effect - impact code).

Event description:
It was reported that, during a meniscal repair procedure, the t2 implant of the fast-fix 360 curved suture system did not finish lowering and it was impossible to implant it, it stayed a few millimeters from the bevel of the system. The t1 was successfully removed from the patient. The procedure was completed with a non-significant surgical delay using a s&n back-up device. No further complications were reported.